Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient was admitted for nasal bleeding, described as hemoglobin (hb)-relevant epistaxis. The patient had heavy bleeding in the throat and right nostril since the morning and their international normalized ratio (inr) was 3.5. The patient paused coumadin, and the bleeding could be stopped with an endoscopy. The patient also had tarry stool, though a gastroscopy resulted in no findings. They received blood transfusions and the settling of their aspirin and the event was then considered resolved/recovered on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 lvas could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.